Manufacturer narrative:
The name of the initial reporter was not provided by the reporting facility the production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and verified the damaged fiber optic connector. The stm replaced the fiber optic connector and completed preventive maintenance on the iabp. The iabp passed all tests and was returned to the customer for clinical use.

Event description:
It was reported that the cardiosave fiber optic connector was broken. There was not patient involvement or adverse event reported. It is unknown when the event occurred.